Event description:
Pt had abdominal CT scan with non ionic dye as contrast. For days following, including up to filing this report, pt has what appears as radiation burns approx over scanned area. Groin, pelvic, chest, armpits, started shortly after the scan and continues to this date, is also affecting face and area around eyes. Radiologist claims he's never seen this type of reaction. It is not accompanied with hives or itching, feels like a strong sunburn. No temperature, no nausea, no vomiting, blood pressure ok. Local physician agrees it is a "burn" like reaction. Especially prominent in folds and creases of torso. No solution suggested, cbc blood test drawn, won't know results for some days. Pt's concerned as it now is on skin surrounding eyes. Was pt overdosed, or was the device miscalibrated? The only medications pt had taken prior to the scan were 25 mg hydrochlorothiazide and 2 mg ativan, plus oral barium sulfate.